Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.